Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 6 patient samples tested on a cobas e 801 analytical unit. It was reported that the customer is observing low troponin t results on the cobas pro channel 2 compared to the cobas pro channel 1 and the cobas pure instrument. Sample 1: the initial result on channel 2 was <3 pg/ml and the repeat result on channel 1 was 11.4 pg/ml. The repeat result on the cobas pure was 11.2 pg/ml. Sample 2: the initial result on channel 2 was 36.1 pg/ml, and the repeat result on channel 1 was 54.6 pg/ml. The repeat result on the cobas pure was 57.3 pg/ml. Sample 3: the initial result on channel 2 was 25.2 pg/ml, and the repeat result on channel 1 was 45.6 pg/ml. The repeat result on the cobas pure was 46.3 pg/ml. Sample 4: the initial result on channel 2 was 34 pg/ml, and the repeat result on channel 1 was 52.8 pg/ml. The repeat result on the cobas pure was 51.4 pg/ml. Sample 5: the initial result on channel 2 was <3 pg/ml, and the repeat result on channel 1 was 17.7 pg/ml. The repeat result on the cobas pure was 18.2 pg/ml. Sample 6: the initial result on channel 2 was <3 pg/ml, and the repeat result on channel 1 was 15 pg/ml. The repeat result on the cobas pure was 16 pg/ml.

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 were updated. The field service engineer performed multiple maintenance-related actions, flushed out the fluidic lines, and conditioned the measuring cell. The investigation determined that the issue was maintenance-related, and the service actions resolved the issue.